Manufacturer narrative:
Device was returned and the reported issue could not be duplicated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the bronchovideoscope did not produce a image. The issue occurred during a unspecified procedure. There were no reports of patient harm.